Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer attempted to inflate the balloon of foley catheter during testing, but sterile water leaked out and the balloon did not inflate. No abnormality was found in the valve or syringe tip. Checked for abnormalities in other areas but could not do it so they cut the inlet tube and discarded the bag in the same bag as the actual item.

Event description:
It was reported that the customer attempted to inflate the balloon of foley catheter during testing, but sterile water leaked out and the balloon did not inflate. No abnormality was found in the valve or syringe tip. Checked for abnormalities in other areas but could not do it so they cut the inlet tube and discarded the bag in the same bag as the actual item.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. A DHR review is not required for this complaint. A risk review and labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.